Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis lucera ultrasonic bronchofibervideoscope angulation degree is abnormal. The reported issue occurred during preparation of use for an unknown diagnostic procedure. The procedure was subsequently completed with a similar device with no delay. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the coating on the connecting tube was peeled off which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation, it was observed that the coating on the connecting tube was peeled off due to deterioration. It was also observed that the electrical connector was corroded due to water leakage. Lastly, it was observed that the adhesive of the bending section cover was broken due to chemical or physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the coating peeling (1mm2 or more) of the connection tube was pointed out; however, no abnormalities were found in the manufacturing history. Olympus will continue to monitor field performance for this device.